Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event as no specific failure mode or patient injury was alleged. To date no medical records have been provided. Without a lot number a review of the manufacturing records could not be conducted. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the bard flat mesh implanted in the (B)(6) 2017 procedure. A second emdr file was created to address the other bard mesh with keyhole implanted in (B)(6) 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patients' attorney: on (B)(6) 2015 - the patient underwent surgery to repair an inguinal hernia suffered in a (B)(6) 2015 motor vehicle collision. A bard pre-shaped with keyhole mesh was sutured to the inguinal ligament of the patient. On (B)(6) 2015 - the patient underwent a subsequent surgical revision procedure to remedy the previous hernia repair due to complications and an alleged failure of the bard mesh. The procedure consisted of a recurrent left inguinal herniorrhaphy, exploration of the left groin, explant of the bard mesh and placement of a non-bard davol mesh. On (B)(6) 2017 - the patient underwent a third hernia repair procedure to explant the non-bard davol mesh that was implanted during the second hernia procedure. During this procedure a bard mesh was implanted. The attorney alleges that the bard mesh remains implanted in the patient to the present. The attorney further alleges the patient has suffered and continues to suffer physical pain, injuries and damages, some of which are permanent in nature.